Manufacturer narrative:
After further review, it was determined that this was a device related issue and not the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately five years later this device was explanted for normal battery depletion and returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a red alert for low shock lead impedance. The physician re-evaluated the impedance and it was 52 ohms. At this time there is no intervention planned, the patient will be monitored. There were no adverse patient effects reported.